Event description:
The following has been reported: received a tubing set from nursing where the cassette filled up with fluid internally when priming the tubing. Per nursing report, they did not tap on the cassette at all while priming, so it was not cracked at that point. A preliminary review identified the following issue: cassette is supposed to be filled during the priming process. Sample requested to be returned for evaluation. The set was returned for investigation. Upon visual inspection, the set and gold foil correspond to the specific code set-0032-25. Primary line was tested with a set rate of 0.5ml/hr and set volume of 0.1ml and primary line was connected to a saline solution bag, "tubing set problem" alarm showed. Primary line was re-tested and same alarm appeared. Admin set started dripping from the bottom right side. During a microscopic evaluation a displaced diaphragm was observed. An underwater leak test was performed at 20 psi and were observed a bubble coming from the cassette, confirming the leak. A dye test was performed and was observed a leak at primary inlet valve. The customer complaint is confirmed. The probable root cause is a misplaced diaphragm which resulted in a leak when the diaphragm was actuated by the valve pins in the pump. An internal investigation was opened to mitigate this issue. The current process controls detection include 1) 100% leak and occlusion test is performed through the leak and occlusion test machine in order to capture units with any blockage or leak failure mode, 2) quality sampling for final physical testing, for performing a flow and underwater leak tests, 100% visual inspection during the manufacturing process and final physical inspections. Reporting as a conservative measure for the leak identified during investigation. No adverse effects were reported.